Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 27-jun-2024, it was reported that the patient faced infusion set was leaking from the site. The infusion set was in use for 3 days. No further information available.